Event description:
Customer reported erroneous complete blood count (cbc) results were obtained for two pt samples when using the coulter ac-t diff 2 analyzer. There were no instrument generated flags with the results. Erroneous test results were reported out of the lab. The erroneous test results were inconsistent with previous results from these two pts. The samples were rerun on the same analyzer producing correct test results. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Controls were run before and after the event and were in range. The field service engineer verified the instrument and found no problems. Comparison of the differences in the results from the original and redrawn samples reflects a typical pattern of inadequate mixing. Product labeling states: when wbc and platelet are too high or low, and hemoglobin and rbc are opposite, too low or too high, the sample was not mixed adequately before aspiration. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add¿l reportable events.